Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and start of the device, the implanted impella cp pump was unable to achieve flows higher than 1 l/m. The pump was repositioned; however, low pump flow remained. Consequently, the impella cp device replaced as a result of the noted low pump flow and the pci was completed. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The investigation of low pump flow has been completed. Data review: data logs confirmed low pump flow when pump started and remained to the rest of the case. Pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of low flow was unable to be determined as limited clinical details were provided and no problem was found on the pump.